Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 01/08/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt attended dialysis treatment in 2008 at a dialysis center. During his dialysis treatment, on info and belief, the pt was administered heparin and began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was contaminated heparin. The pt passed two days later.